Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in hospital where lead dislodgement was noted with x-ray on the right ventricular passive lead. No sensing and capture were noted. Physician believed patient was non-complaint with orders on keeping arm down. The lead was extracted and replaced with an active lead. Patient was stable throughout the procedure.